Manufacturer narrative:
Product event summary: the balloon catheter were returned and analyzed. Visual inspection of the reported balloon catheter 2af283, lot number 67352 showed the device was intact with no apparent issues. Dissection or pressure testing showed a kink and leak on the guide lumen 0.98 inches from the tip. In conclusion, the reported balloon catheter failed the returned product inspection due to the guide wire lumen kink and leak. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.